Event description:
(B)(4). Chronic pelvic pain, cramping, ovarian cysts, discharge with odor, hot flashes, night sweats, loss of sex drive, painful periods, long periods, sexual disfunction, missed periods, uti's, burning and tearing vaginal tissue, breast pain and tenderness, abdominal spasms, pain all over body, fibromyalgia, nausea, gas, bloating, constipation, metallic taste in mouth, bowel issues, headaches daily, migraines, tingling sensations all over body, nerve pain, brain fog, mood swings, depression, ringing in ears, allergies, sensitivities to food, metal allergies, acne, swelling of feet and legs, hair loss, dental issues, insomnia, gall bladder removed, weight issues, muscle spasms, vision issues.